Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after only 25 months of implant, this device is now at eri. No shocks were delivered and the patient, for the most part, is pacing on their own. Ventricular amplitude was adjusted to 4.5v and this device remains implanted. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.